Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign matter was found on the device. An encore balloon catheter inflation device was selected for use. During preparation of device outside the patient, when the nurse filled the inflation device with contrast, it was noted that there was a fiber type object floating in the device. The procedure was completed with another device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned filled with 5cc of a liquid solution within the barrel. There is a fiber floating in the solution. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign matter was found on the device. An encore balloon catheter inflation device was selected for use. During preparation of device outside the patient, when the nurse filled the inflation device with contrast, it was noted that there was a fiber type object floating in the device. The procedure was completed with another device. No patient complications reported.